Manufacturer narrative:
H6-clinical code 4581: significant reduction of endothelial cell count h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced significant reduction of endothelial cel count. The lens remains implanted. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information. H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).